Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer has recently received a new version of the tc3 femoral adaptor torque wrench (same code (B)(4)), which appears to have a new design without the former black rubber cap? (I¿ve attached a picture) he wondered what was basis of new design and is having probs with the newer version not seeming to reach the required (B)(6) lbs torque as shown by the indicator on the wrench. We then ordered a replacement incase was a faulty one and he experienced same difficulty with the new.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device does not confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.